Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a full device analysis could not be completed. The reporter provided the event history log (ehl) of the reported pump. The ehl was performed and revealed 5 events of "upstream occlusion!" During medication treatment on the reported event date verifying the reported problem. No additional investigation is required for this complaint. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an continued upstream occlusion occurred during patient infusion at the critical care unit. Volume to be infused (vtbi) 67ml of heparin,via a primary baxter IV set, dose 18 u/kg/hr at a flow rate of 15.6ml/hr. The head height of the primary bag was 16 (inches). There was no report of patient injury or medical intervention associated with this event. No additional information is available.